Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; distal segment returned and analyzed. The defib conductor was distorted, the outer tubing overlay had cosmetic esc (environmental stress cracking), and the lead was flexed. There was blood/body fluid in/on the outer tubing overlay and in/on the helix mechanism.